Event description:
Healthcare professional reported "rupture" on a non-(B)(6) device. This record is for the left side. Device was explanted. Patient code: 1924 device code: 1546. Referenicing report mw5189247. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).